Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received. According to the explantation report the device was explanted because the implant coil was too close to the user's ear. There is no suspected malfunction of the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to the implant housing being too close to the ear. However, it is not clear if the housing was placed there initially or migrated post-operatively. This is a final report.

Event description:
The explanted device was received. According to the explantation report, the device was explanted because the implant coil was too close to the user's ear. As per the explant report, the device was completely fixed and stable before explantation. There is no suspected malfunction of the device. Additional information has been requested, however, no further information has been received. The user has been re-implanted.